Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482-25, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3487a-45, lot# v060449, explanted: (B)(6) 2016, product type: lead. Product ID: 74001, product type: adapter. Device evaluation: analysis of the lead found that ¿conductors #0, #1, and #3 were broken 16.4 cm from the distal end of the lead.¿ analysis of the extension found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the post-fracture pain patient experienced a ¿failure of stimulation delivery.¿ telemetry data was not available however due to ¿battery depletion of the implantable neurostimulator (ins).¿ the patient¿s ins was replaced as a result on (B)(6) 2016, however ¿stimulation was still not delivered¿ and ¿the patient did not feel stimulation.¿ impedance testing was performed and ¿no abnormal impedances were detected.¿ since ¿there were no problems observed during lead impedance checking ¿ it was determined to adjust the stimulation conditions later and the surgical wound was closed¿ at that time. The patients stimulation conditions were later adjusted on (B)(6) 2016, however, the patient continued to ¿not feel stimulation at that time. It was stated that ¿thus a lead fracture was suspected¿ and ¿the lead was also to be replaced with a new one¿ as a result. It was further stated that ¿although no abnormal impedances were detected, there was a high possibility of lead fracture based on the information¿ that the rep had heard. It was decided to replace the patient¿s lead and extension on (B)(6) 2016 as a result. In the end, it was noted the patient¿s complete system was explanted and the issue was resolved; the patient ¿felt stimulation normally¿ following the replacement of the lead and extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.